Event description:
It was reported that the patient was revised due to pain and implant breakage. The patient fell on an unk date.

Manufacturer narrative:
This report will be amended when our investigation is complete.